Event description:
Information was received indicating a cadd legacy pump stopped, the user was unsure how long or why the pump stopped. It was reported the end user had bilateral leg pain with remodulin medication, patient reporting increased fatigue over last three days. It was reported the user increased the remodulin dose from a dose of 40 to a dose of 42 by increasing her rate from 38 to 40, the patient reported she was at a dose of 40 since being discharged from the hospital, it is unknown why or when user was hospitalized. The user also reported she was very tired and slept almost all day, does not have a lot of energy and needed assistance getting out of bed, therapy change and using the bathroom at the time of report. The patients husband reports patient has been more tired since increasing uptravi. Per reporter the patient has pulmonary arterial hypertension, covid 19 positive, low potassium, low magnesium, low blood pressure, headache, episodes of nausea, bilateral leg pain, low energy, muscle and jaw pain.no further details provided.

Event description:
Information was received indicating a cadd legacy pump stopped, the user was unsure how long or why the pump stopped. It was reported the end user had bilateral leg pain with remodulin medication, patient reporting increased fatigue over last three days. It was reported the user increased the remodulin dose from a dose of 40 to a dose of 42 by increasing her rate from 38 to 40, the patient reported she was at a dose of 40 since being discharged from the hospital, it is unknown why or when user was hospitalized. The user also reported she was very tired and slept almost all day, does not have a lot of energy and needed assistance getting out of bed, therapy change and using the bathroom at the time of report. The patients husband reports patient has been more tired since increasing uptravi. Per reporter the patient has pulmonary arterial hypertension, covid 19 positive, low potassium, low magnesium, low blood pressure, headache, episodes of nausea, bilateral leg pain, low energy, muscle and jaw pain. No further details provided.